Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for device release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: structural valve deterioration can result in regurgitation and/or stenosis. In this case, structural valve deterioration resulted in stenosis. Based on the information received the root cause of the event remains indeterminable; however, the patient's history of hypertension, obesity, and hyperlipidemia may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned a patient required transcatheter valve-in-valve intervention due to severe aortic stenosis and bioprosthetic degeneration. The aortogram confirmed good position and no perivalvular leak or central leak. The patient left the operating room, having tolerated the procedure well.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 23mm transcatheter valve, was implanted in the aortic position using valve-in-valve intervention. The 23mm transcatheter valve was implanted inside a 23mm bioprosthetic valve. The implant duration of the original device at the time of the procedure was six(6) years, eleven (11) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.